Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 367 mg/dl and insulin injections were administered to address bg. Pump system check was performed with tandem technical support and the pump date was found to be off by one day due to use error. Contact successfully correct the date. Tandem clinical diabetes specialist informed the customer's healthcare provider about the event.